Event description:
The pt received his scs system including a neurostimulator receiver in 2003. It was reported that the pt experienced intermittent stimulation. A replacement transmitter and antenna were used but did not resolve the reported problem. The physician explanted the receiver and replaced it with a totally implantable pulse generator (ipg) on (B)(6) 2010. The explanted receiver was not returned to the MFR for eval. The lot number and serial number for the explanted receiver was not forwarded to the MFR. Follow up on the pt found no further issues reported.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.